Event description:
The tubing connected to the fisher & paykel mr290 humidification chamber used with the f&p mr850 humidifier, fills with water when exposed to cool air. The humidifier must be kept at 37c -per manufacturer's recommendation-, but the part of the device exposed to cool air begins forming condensation and within hours condensate droplets coalesce in the airway tubing and move toward the patient, eventually entering the nares. While the volume of liquid is variable, it does reach levels that elicit coughing, choking, bradycardia and desaturations in the patients. The appearance of these symptoms is causally related to the sudden entry of the fluid into the patient's nasopharynx. We have seen the occurrence in babies connected to ventilators, nasal CPAP, sipap and hi flow heated nasal cannulas. We've been experiencing these problems since we began using fisher & paykel heaters approx 3-4 months ago. The manufacturer is aware of the problem, and was aware of it prior to it's introduction to our hospital, and has offered little help in addressing this issue. Dates of use: 2009. Diagnosis or reason for use: heating airway gases. Equipment used with the mr250 and mr850 humidification system are: f&p rt235 tubing for our ventilator circuits - bearcub 750 and drager babylog 8000 vents- f&p rt132 tubing for CPAP and sipap -viasys infant flow sipap machine- f&p rt239 tubing for hi flow heated nasal cannula.